Manufacturer narrative:
The device was returned with the cannula assembly fully deployed with a kink on the soft cannula, and the needle completely retracted. No issues were seen with the needle mechanism that would contribute to the reported event. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. It could not be determined when the damage occurred to the soft cannula. No timeouts or drive stalls were noted in download data. The exact cause of the cannula dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 365 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. Upon removal, the patient noticed that the cannula had dislodged from the infusion site and was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.